Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level rose to 324 mg/dl, and the customer delivered a bolus via the pump to attempt to address the elevated bg. When the customer woke up the next morning, they started vomiting and had a high level of ketones. The customer's sister called the paramedics who transported the customer to the emergency room and was then admitted to the hospital. The customer discontinued use of the pump at this time and was treated with intravenous fluids and insulin to address the elevated bg at the hospital. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. The customer reverted to manual injections for insulin therapy upon release from the hospital.